Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead dislodgement. There were no symptoms reported. This ra was replaced with the same model and will not be returned. No additional adverse patient effects were reported.